Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) with an unexpected charge time measurement of 24.8 seconds and a monitoring voltage of 2.66 volts. The patient implanted with this device was presented with syncopal symptoms. No device allegations were reported as a result of this clinical observation. The device was later explanted and replaced.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.